Event description:
It was reported that after the procedure, the batteries became hot and expanded. There was no patient involvement and no allegations of adverse consequences.

Manufacturer narrative:
The device was discarded at the account. If additional information is received regarding this event, a follow up report will be filed.